Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay. Device passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history (variableinfo = 3) due to broken trace at pin #1 on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call audio beep anomaly on the insulin pump. Troubleshooting was performed. Customer advised they were unable to tell the difference between the volume level of 1 and 5. Customer was unable to hear the beeps on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.